Event description:
Abortion spontaneous [abortion spontaneous]. Narrative: this is a spontaneous report from a contactable pharmacist received from (B)(6). Regulatory authority report number (B)(4). A (B)(6) female patient started to receive thermacare heatwrap (thermacare menstrual), device lot number w81903, from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On (B)(6) 2020, the patient experienced abortion spontaneous, reported as medically significant. Clinical course as reported: after application the abortus incompletus occurred in 11+5 weeks of pregnancy (op start (B)(6) 2020 23:40 hrs). The physician pointed out that the surgery may have been necessary because of the use of thermacare, but this is not mentioned in the operation report. When thermacare menstrual was bought on (B)(6) 2020 at 16:41 o'clock the pharmacist was not informed of the pregnancy by the husband. Surgical report (summary): mobile anteflected uterus s+1, adnexal region palpated without resistance. After preparation problem-free dilatation of the ck with hegar pins starting with size 4. Dilatation until hegar 8.5. Entering with a suction curette size 8 and sucking out the remaining abortion material. Then under administration of 3 ie oxytocin carefully entering with the largest possible curette and rub off the cavuum until the walls appear smooth on all sides. Removal of the instruments. No significant bleeding. The action taken with thermacare menstrual in response to the event and the event outcome were not reported. Additional information has been requested and will be provided as it becomes available.

Event description:
Event verbatim [preferred term] abortion spontaneous [abortion spontaneous], 4 months pregnant/ patient did not consult her physician prior to thermacare use [device use error], pregnant patient/ used thermacare menstrual for abdominal pain [device use issue], , narrative: this is a spontaneous report from a contactable pharmacist received from bfarm. The regulatory authority report number is (B)(4). A 39-year-old pregnant female patient started to use thermacare heatwrap (thermacare menstrual) (device lot number w81903, expiration date jun2021) from (B)(6) 2020 for abdominal pain and "menstrual pain." The patient's medical history included hypothyroidism from 2018 and ongoing, contraceptives before pregnancy, and food allergy. Concomitant medications included levothyroxine (l-thyroxin) for hypothyroidism, paracetamol 1000mg for abdominal pain, and magnesium tablets from (B)(6) 2020 for pain. Patient was in the 4th pregnancy month and was suffering from abdominal pain for 3 days. The husband bought paracetamol in another pharmacy, which had not sufficient effect. The pain could not be tolerated and the husband bought thermacare patch and magnesium in the reporter's pharmacy for menstrual pain. Thermacare was not previously used. When thermacare menstrual was bought on (B)(6) 2020 at 16:41 o'clock the pharmacist was not informed of the pregnancy by the husband. The patient and her husband were aware of pregnancy at the time of purchase and use of thermacare, but not the pharmacist. Half an hour after the application the bleeding started, and she was transported into the hospital. The abortion occurred there. The patient experienced abortion spontaneous on (B)(6) 2020. Due to the language barrier and poor communication, it was not clear from the conversation when buying that it was abdominal pain during pregnancy and not "normal" menstrual pain. The pharmacist confirmed the patient did not consult her physician prior to thermacare use. After application, the abortus incompletus occurred in 11+5 weeks of pregnancy (operation start (B)(6) 2020 23:40 hrs). Diagnosis: curettage. Surgical report (summary): abortus incompletus in the 11 +5 gestation week. Blood group b rhesus positive. A mobile, anteflected uterus s + 1 feels under anesthesia. The adnexal region is palpatory without resistance. After washing up and sterile covering of the operating area single-use catheter was carried out. Then hook the portio with two pliers at "11 "and "1 o'clock. Trouble-free duplication of the ck with hegar dilators starting with the size 4. Dilatation up to hegar 8.5. Entering with the suction curette size. 8 and suctioning off the remaining abortion material. Thereafter under taking of 3 iu e oxytocin carefully with the largest possible curette and rub off the cavity until the walls appear smooth on all sides. Material and histology. Removal of instruments. No significant bleeding. There was correct positioning of the patient until the end of the operation. Action taken with thermacare heatwraps was withdrawn due to the event. The end date for the abortion event was (B)(6) 2020 (recovered). The outcome for the remaining events was unknown. The physician pointed out that the surgery may have been necessary because of the use of thermacare, but this was not mentioned in the operation report. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports, "after using the consumer got an abortus incompletus". The cause of the consumer stating she got an abortus incompletus is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. An evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. The calculated complaints per million produced (cpmp) result was 10. This result was below control limit (ucl) of 33.9 complaints. On the basis of this evaluation, a trend does not exist for this batch. Reasonably suggest device malfunction?: no. Severity of harm: n/a. Site sample status: not received. Additional investigation information received from product quality complaints on 30oct2020 includes: batch w81903 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non assignable (complaint is not confirmed). The report states that the consumer got an abortus incompletus after usage of the thermacare menstrual therapy heat wrap. Safety and use information as provided, on the device package, discloses that if pregnant the device should not be used. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid any health risk. Review of the records does not provide evidence to support a defective product; complaint can not be confirmed as a manufacturing quality defect. After a review of the batch thermal records, thermal results all met product release criteria. The review of the manufacturing attribute and variable quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. An evaluation of the complaint history confirms that this is the second complaint for the sub class adverse event/serious/unknown received at the site requiring an evaluation for this lot. A visual examination was performed to identify a potential trend for the subclass and lot number, per sop-(B)(4) complaint trending guideline, effective (B)(6) 2020. Refer to 24-month trend chart, for adverse event/serious/unknown, lot number w81903, (B)(6) 2018 to (B)(6) 2020. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following customizable complaint intake, triage, and investigation (citi) search was performed: scope: date of contact: (B)(6) 2017 through (B)(6) 2020, manufacturing site/complaint class: external cause investigation, complaint sub class: adverse event/serious/unknown: the citi customizable search returned a total of 31 complaints for menstrual 8hr heat wrap products during this time period for the class/subclass. There were no complaints confirmed to have a manufacturing process root cause for a complaint for adverse event/serious/unknown. A citi complaint trend search was performed for the subclass adverse event/serious/unknown for menstrual 8hr products. The returned search did not show an increase over time for 36-months. Based on this customizable citi search, a trend does not exist for the subclass adverse event/serious/unknown for menstrual 8hr heat wrap products. Refer to the 36-month trend chart adverse event/serious/unknown menstrual 8hr (B)(6) 2017 to (B)(6) 2020. There is no further action required. Follow-up (03jul2020): follow-up attempts completed. No further information expected. Follow-up (13jul2020): this is a follow up report from a contactable pharmacist includes additional information on use of thermacare and medwatch report type product problem added. Follow-up (21jul2020): new information received from the same contactable pharmacist includes: patient information (height and weight), medical history, concomitant medications, suspect product information, (indication and action taken), updated surgical summary, event information (additional details, outcome, and recovery date (B)(6) 2020), new events (4 months pregnant/ patient did not consult her physician prior to thermacare use; pregnant patient/ used thermacare menstrual for abdominal pain) . Follow-up (07jul2020): new information received from product quality complaints (pqc) group included: suspect product expiration date and product quality investigation results. Follow-up attempts are completed. No further information is expected. Follow-up (30oct2020): new information received from pfizer product quality group includes investigation results. Follow-up attempts are completed. No further information is expected.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports, "after using the consumer got an abortus incompletus". The cause of the consumer stating she got an abortus incompletus is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. An evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. The calculated complaints per million produced (cpmp) result was 10. This result was below control limit (ucl) of 33.9 complaints. On the basis of this evaluation, a trend does not exist for this batch. Reasonably suggest device malfunction?: no. Severity of harm: n/a. Site sample status: not received

Event description:
Event verbatim [preferred term] abortion spontaneous [abortion spontaneous], 4 months pregnant/ patient did not consult her physician prior to thermacare use [device use error], pregnant patient/ used thermacare menstrual for abdominal pain [device use issue], narrative: this is a spontaneous report from a contactable pharmacist received from (B)(6). The regulatory authority report number is (B)(4). A 39-year-old pregnant female patient started to use thermacare heatwrap (thermacare menstrual) (device lot number w81903, expiration date jun2021) from (B)(6) 2020 for abdominal pain and "menstrual pain." The patient's medical history included hypothyroidism from 2018 and ongoing, contraceptives before pregnancy and food allergy. Concomitant medications included levothyroxine (l-thyroxin) for hypothyroidism, paracetamol 1000mg for abdominal pain, and magnesium tablets from (B)(6) 2020 for pain. Patient was in the 4th pregnancy month and was suffering from abdominal pain for 3 days. The husband bought paracetamol in another pharmacy, which had not sufficient effect. The pain could not be tolerated and the husband bought thermacare patch and magnesium in the reporter's pharmacy for menstrual pain. Thermacare was not previously used. When thermacare menstrual was bought on (B)(6) 2020 at 16:41 o'clock the pharmacist was not informed of the pregnancy by the husband. The patient and her husband were aware of pregnancy at the time of purchase and use of thermacare, but not the pharmacist. Half an hour after the application the bleeding started, and she was transported into the hospital. The abortion occurred there. The patient experienced abortion spontaneous on (B)(6)2020. Due to the language barrier and poor communication, it was not clear from the conversation when buying that it was abdominal pain during pregnancy and not "normal" menstrual pain. The pharmacist confirmed the patient did not consult her physician prior to thermacare use. After application, the abortus incompletus occurred in 11+5 weeks of pregnancy (operation start (B)(6) 2020 23:40 hrs). Diagnosis: curettage. Surgical report (summary): abortus incompletus in the 11 +5 gestation week. Blood group b rhesus positive. A mobile, anteflected uterus s + 1 feels under anesthesia. The adnexal region is palpatory without resistance. After washing up and sterile covering of the operating area single-use catheter was carried out. Then hook the portio with two pliers at "11 "and "1 o'clock. Trouble-free duplication of the ck with hegar dilators starting with the size 4. Dilatation up to hegar 8.5. Entering with the suction curette size. 8 and suctioning off the remaining abortion material. Thereafter under taking of 3 iu e oxytocin carefully with the largest possible curette and rub off the cavity until the walls appear smooth on all sides. Material and histology. Removal of instruments. No significant bleeding. There was correct positioning of the patient until the end of the operation. Action taken with thermacare heatwraps was withdrawn due to the event. The end date for the abortion event was (B)(6) 2020 (recovered). The outcome for the remaining events was unknown. The physician pointed out that the surgery may have been necessary because of the use of thermacare, but this was not mentioned in the operation report. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports, "after using the consumer got an abortus incompletus". The cause of the consumer stating she got an abortus incompletus is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. An evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. The calculated complaints per million produced (cpmp) result was 10. This result was below control limit (ucl) of 33.9 complaints. On the basis of this evaluation, a trend does not exist for this batch. Reasonably suggest device malfunction?: no. Severity of harm: n/a. Site sample status: not received. Follow-up (03jul2020): follow-up attempts completed. No further information expected. Follow-up (13jul2020): this is a follow up report from a contactable pharmacist includes additional information on use of thermacare and medwatch report type product problem added. Follow-up (21jul2020): new information received from the same contactable pharmacist includes: patient information (height and weight), medical history, concomitant medications, suspect product information, (indication and action taken), updated surgical summary, event information (additional details, outcome, and recovery date (B)(6) 2020), new events (4 months pregnant/ patient did not consult her physician prior to thermacare use; pregnant patient/ used thermacare menstrual for abdominal pain) . Follow-up (07jul2020): new information received from product quality complaints (pqc) group included: suspect product expiration date and product quality investigation results. Follow-up attempts are completed. No further information is expected.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports, "after using the consumer got an abortus incompletus". The cause of the consumer stating she got an abortus incompletus is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. An evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. The calculated complaints per million produced (cpmp) result was 10. This result was below control limit (ucl) of 33.9 complaints. On the basis of this evaluation, a trend does not exist for this batch. Reasonably suggest device malfunction?: no. Severity of harm: n/a. Site sample status: not received.

Event description:
Abortion spontaneous [abortion spontaneous], 4 months pregnant/ patient did not consult her physician prior to thermacare use [device use error], pregnant patient/ used thermacare menstrual for abdominal pain [device use issue], narrative: this is a spontaneous report from a contactable pharmacist received from bfarm. The regulatory authority report number is (B)(4). A 39-year-old pregnant female patient started to receive thermacare heatwrap (thermacare menstrual), device lot number w81903, from (B)(6) 2020 for abdominal pain and "menstrual pain." The patient's medical history included hypothyroidism from 2018 and ongoing, contraceptives before pregnancy, and food allergy. Concomitant medications included levothyroxine (l-thyroxin) for hypothyroidism, paracetamol 1000mg for abdominal pain, and magnesium tablets from (B)(6) 2020 for pain. Patient was in the 4th pregnancy month and was suffering from abdominal pain for 3 days. The husband bought paracetamol in another pharmacy, which had not sufficient effect. The pain could not be tolerated and the husband bought thermacare patch and magnesium in the reporter's pharmacy for menstrual pain. Thermacare was not previously used. When thermacare menstrual was bought on (B)(6) 2020 at 16:41 o'clock the pharmacist was not informed of the pregnancy by the husband. The patient and her husband were aware of pregnancy at the time of purchase and use of thermacare, but not the pharmacist. Half an hour after the application the bleeding started, and she was transported into the hospital. The abortion occurred there. The patient experienced abortion spontaneous on (B)(6) 2020. Due to the language barrier and poor communication, it was not clear from the conversation when buying that it was abdominal pain during pregnancy and not "normal" menstrual pain. The pharmacist confirmed the patient did not consult her physician prior to thermacare use. After application, the abortus incompletus occurred in 11+5 weeks of pregnancy (operation start (B)(6) 2020 23:40 hrs). Diagnosis: curettage. Surgical report (summary): abortus incompletus in the 11 +5 gestation week. Blood group b rhesus positive. A mobile, anteflected uterus s + 1 feels under anesthesia. The adnexal region is palpatory without resistance. After washing up and sterile covering of the operating area single-use catheter was carried out. Then hook the portio with two pliers at "11 "and "1 o'clock. Trouble-free duplication of the ck with hegar dilators starting with the size 4. Dilatation up to hegar 8.5. Entering with the suction curette size. 8 and suctioning off the remaining abortion material. Thereafter under taking of 3 iu e oxytocin carefully with the largest possible curette and rub off the cavity until the walls appear smooth on all sides. Material and histology. Removal of instruments. No significant bleeding. There was correct positioning of the patient until the end of the operation. Thermacare was withdrawn due to the event. The end date for the abortion event was (B)(6) 2020 (recovered). The outcome for the remaining events was unknown. The physician pointed out that the surgery may have been necessary because of the use of thermacare, but this was not mentioned in the operation report. Additional information has been requested and will be provided as it becomes available. Follow-up (03jul2020): follow-up attempts completed. No further information expected. Follow up (13jul2020): this is a follow up report from a contactable pharmacist includes additional information on use of thermacare and medwatch report type product problem added. Follow-up attempts are completed. No further information is expected. Follow up (21jul2020and 21jul2020): new information received from the same contactable pharmacist includes: patient information (height and weight), medical history, concomitant medications, suspect product information, (indication and action taken), updated surgical summary, event information (additional details, outcome, and recovery date (B)(6) 2020), new events (4 months pregnant/ patient did not consult her physician prior to thermacare use; pregnant patient/ used thermacare menstrual for abdominal pain) . Follow-up attempts are completed. No further information is expected.

Event description:
Abortion spontaneous [abortion spontaneous]. Narrative: this is a spontaneous report from a contactable pharmacist received from bfarm. The regulatory authority report number is (B)(4). A 39-year-old female patient started to receive thermacare heatwrap (thermacare menstrual), device lot number w81903, from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On (B)(6) 2020, the patient experienced abortion spontaneous. Clinical course as reported: after application the abortus incompletes occurred in 11+5 weeks of pregnancy (operation start (B)(6) 2020 23:40 hrs). The physician pointed out that the surgery may have been necessary because of the use of thermacare, but this was not mentioned in the operation report. When thermacare menstrual was bought on (B)(6) 2020 at 16:41 o'clock the pharmacist was not informed of the pregnancy by the husband. Surgical report (summary): mobile anteflected uterus s+1, adnexal region palpated without resistance. After preparation problem-free dilatation of the ck with hegar pins starting with size 4. Dilatation until hegar 8.5. Entering with a suction curette size 8 and sucking out the remaining abortion material. Then under administration of 3 ie oxytocin carefully entering with the largest possible curette and rub off the cavuum until the walls appear smooth on all sides. Removal of the instruments. No significant bleeding. It was further reported that the patient and her husband were aware of pregnancy at the time of purchase and use of thermacare, but not the pharmacist. The patient was then 4 months pregnant. Due to the language barrier and poor communication, it was not clear from the conversation when buying that it was abdominal pain during pregnancy and not "normal" menstrual pain. The action taken in response to the event of thermacare heatwrap was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (03jul2020): follow-up attempts completed. No further information expected. Follow up (13jul2020): this is a follow up report from a contactable pharmacist includes additional information on use of thermacare and medwatch report type product problem added. Follow-up attempts are completed. No further information is expected.